Manufacturer narrative:
Continuation of d10: product ID neu_interstim_ins serial# unknown product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was sorry to be the one that regrets getting it. Between breaking, causing them to fall. They had 2 broken ones in butt cheek where they will stay. The patient stated they were on cloud 9 thinking this was gonna finally be it. They were wrong and wish they would not have had it done. When it works great but issues its horrid.